Event description:
A journal article was reviewed that contained information regarding the influence of ¿high¿ defibrillation thresholds (dft) on patient survival and impact of system modification. The article reports patients who underwent system modifications after high dft that were implanted with a subcutaneous coil. There were patients who experienced pulseless electrical activity cardiac arrest, pulmonary edema, shock, and other unknown complications post procedure. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/52 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: influence of ¿high¿ defibrillation thresholds on patient survival and impact of system modification. Journal of cardiovascular electrophysiology. 2022;33:234¿240. Doi: 10.1111/jce.15326. If information is provided in the future, a supplemental report will be issued.